Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information provided, a definitive cause for the reported issue could not be determined. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D4: a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the procedure was to treat a mildly calcified, mildly tortuous renal artery that is 80% stenosed. The lesion was pre-dilatated with an unspecified 5mm balloon. A 6x18mm herculink elite stent was deployed; however, jumped and partially covered the target lesion. Therefore another stent was used to cover the rest of the lesion. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.